Event description:
Customer reported the system is not displaying an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. System operates as intended.